Event description:
Treatment of a large aneurysm measuring 10mm x 7mm located in the ophthalmic segment of the left ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline (4.25mm x 20mm) embolization treatment. During the procedure, it was reported the device would not fully open on the distal end after being released from the capture coil despite several attempts. A decision was made to remove the device. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline was returned for evaluation with the pushwire, but they were not attached. The evaluation could not determine the cause of the event as the pipeline was already open and released from the capture coil; however, the pipeline braid was found damaged which may have contributed to the reported issue. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).